Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the nester platinum embolization microcoil was stuck in another manufacturer's microcatheter. It was further noted that the coil was stretched 1cm (centimeter) on the proximal end. The coil could not advance or be removed from the catheter, so another catheter had to be used. There were no reported serious injuries to the patient as a result of the product problem.